Manufacturer narrative:
A multicenter post market clinical follow-up retrospective study is being performed at specific time points post-implantation to evaluate the safety and performance of the hyprocure implant. The pmcf studies were not requested by FDA. No complaints have been made to the manufacturer. Although patient did have significant improvement than pre-surgery, improvement had plateaued. A revision surgery was performed with a larger implant size.

Event description:
I felt that my improvement, while signficant when compared to pre-hyprocure surgery, had plateaued. Podiatrist recommended a revision surgery with a bigger size implant.